Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 140 units of insulin during the load sequence. Two new cartridges were loaded to resolve the issue. Customer's blood glucose level was 400-500 mg/dl.